Manufacturer narrative:
Investigation- a review of the complaint history, device history record and trends was conducted for the purpose of this investigation. No product was returned to assist with the evaluation. It is unclear if the pieces came out with the needle or if the physician had to retrieve them but the physician confirmed all pieces were retrieved from the patient. The history records indicate this product was final inspection tested by the supplier. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The IFU states "when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating." It is likely that this event was related to product handling as the coating was likely damaged by the access needle. There is no evidence to suggest the product was not manufactured to current specifications. The risk remains acceptable with inclusion of this event and no additional risk reduction activities are required at this time.

Event description:
During a pncl procedure on a patient of unknown age and gender, the biwire coating stripped off as it was scrapped on the access needle. It is unclear if the pieces came out with the needle or if the physician had to retrieve them but the physician confirmed all pieces were retrieved from the patient. As some of the coating clogged the access needle, the physician opened another biwire and access needle to complete the procedure. No harm to the patient and no additional procedures were required due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a pncl procedure on a patient of unknown age and gender, the biwire coating stripped off as it was scrapped on the access needle. It is unclear if the pieces came out with the needle or if the physician had to retrieve them but the physician confirmed all pieces were retrieved from the patient. As some of the coating clogged the access needle, the physician opened another biwire and access needle to complete the procedure. No harm to the patient and no additional procedures were required due to this occurrence.